Event description:
It was reported that as the battery capacity started to decrease during use on a patient the user started charging the battery. Then the device alarmed int. Battery charging inop. The user detached and attached the battery which resulted in a device switching off while the battery was detached. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that as the battery capacity started to decrease during use on a patient the user started charging the battery. Then the device alarmed int. Battery charging inop. The user detached and attached the battery which resulted in a device switching off while the battery was detached. No patient injury was reported.

Manufacturer narrative:
The affected device was checked by dräger service and the log file was provided for further investigation. During the device check five charging cycles were performed during which the charging failure could not be reproduced. Based on the log file it could be confirmed that the device alarmed ¿no int. Battery charging¿ on june 19th at 14:25, 14:38 and 14:39. At 14:53 the user detached the battery resulting in a restart of the device and at 15:09 the user switched the device off. It can be assumed that temporary issue was resolved by removing and reinserting of the battery. However, as a precaution the battery and charger pcb of the affected device were replaced. The current state of charge can be read after power on in the configuration menu in percent and during ventilation as a symbol in 25% steps. The alarm "! No int. Battery charging" indicates that the battery cannot be charged due to a faulty battery or too hot or cold environment. In case of this alarm the device continues operation until the battery is discharged. Alternatively, the user can reconnect the device to mains power in order to continue operation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.